Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient that was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. Patient stated her first neurostimulator (ins) stopped working after 8 months. Patient stated she was implanted because she had a compound open fracture. No further complications were reported/anticipated.